Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the hydro fitting on the waste sump canister. The fse verified repair per established procedures. Results meet published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the drain fitting to the waste accumulator broke and leaked the content into the hydropneumatic (hydro) assembly located in the synchron lx20 analyzer. No injury or operator exposure was reported for this event.